Event description:
Related manufacturer reference number: 2017865-2023-52346. It was reported that the patient's pacemaker and lead exhibited high pacing impedance measurements. No intervention was reported. The condition of the patient was unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes the patient presented to the clinic for a scheduled follow up post procedure the following day. The patient was in stable condition throughout.